Manufacturer narrative:
H10: one (1) used list # unknown, smallbore ext set w/microclave, spiros®, clamp; lot # unknown, one (1) used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown, and one (1) used 30ml syringe by bd medical along with two (2) new list # ch2000s-c, spinning spiros® closed male luer, red cap, lot #s 3787574 and 3855656, were received for evaluation. The used ch2000s-c spiros was received attached to a 30 ml syringe on one end and a micro-bore extension set on the other end with a microclave and a non spinning spiros. The set up was visually examined and found no visible anomalies present. The 30 ml syringe was not found loose and was securely attached. The spinning feature of the spiros was rotated clockwise and counterclockwise and the connection rotated smoothly without separating. The syringe of the received set was back filled through the spiros and pressure was applies on the syringe, no leaks were observed. The two new spiros were examined and no anomalies were observed. The used and new returned spiros were tested per product performance specifications and met the product performance testing. The lot numbers of the new devices, 3787574 and 3855656, were reviewed and there were no relevant non-conformances found. Addition information d10: june 17, 2019.

Manufacturer narrative:
The device is available for evaluation. It is not received.

Event description:
The customer reported a spinning spiros closed male luer, red cap was connected to a 60ml syringe for infusion of cyclophosphamide (chemotherapy) over 30 minutes via a syringe pump. After about 10 minutes, the nurse observed chemo had spilled on the floor and was leaking from the spiros connected to the syringe. The chemo medication had to be remade causing a delay in treatment. There was patient involvement, but no harm reported.